Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming low when their actual blood glucose value was not low. Customer was assisted with sg vs bg troubleshooting. The customer also stated that their current blood glucose was a high of 492mg/dl. Customer treated with insulin shot and declined troubleshooting for the high readings. The current sg value was unavailable. Customer stated that sensor has only been in place for five day and 15 hours. Customer was advised insertion techniques. Customer also reported having bent cannulas in the past but could not recall date. The product will not be returned for analysis.